Event description:
During a cararact extraction procedure, this phacoemulsification handpiece began functioning intermittently. As a result, the pt's suffered a broken capsule and required a vitrectomy. The pt did not suffer any add'l injury.